Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 7752, serial# (B)(4); product type recharger product ID 3487a-45, lot# v010679, implanted: 2006 (B)(6); product type lead product ID 3487a-45, lot# v012258, implanted: 2006-11-03 product type lead product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported that there were telemetry issues and that the patient had not ever used the stimulation since implant. It was noted that the patient had not been maintaining his spinal cord stimulation (scs) system. Antenna locator results were all high 70¿s. It was noted that the patient¿s implantable neurostimulator (ins) had been in overdischarge for 4 years and that the patient had not charged the ins in 4 years. The manufacturing representative met with the patient on the day of the report and performed a physician mode recharge (pmr). At the end of the pmr, the recharger showed a power on reset (por) and then began charging the ins normally. The ins charged up to 50% and then the reporter attempted to clear the por using the clinician programmer. However, the clinician programmer screen indicated that the ins was discharged and needed to be charged again. It was noted that the por was unresolved at the time of the report. Patient symptoms included no stimulation. It was noted that the patient was not receiving effective therapy but they would try again in the following week. It was further reported that the pmr successfully reset the ins. It was noted that the patient was not able to fully recharge the ins. The patient was not receiving effective therapy as it would not stay charged for more than 5 minutes. The health care professional was trying to get the patient scheduled for a replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.